Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the reported event of the image malfunction was confirmed and was determined to be due to cable failure. Other issues were found as follows: leaking cable; worn out adapter. The cause of the cable failure could not be estimated. However, it was surmised that wear and tear damage with customer mishandling and with increased use/time contributed to the event. The cable was recommended for replacement. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed that a customer high definition autoclavable camera head was returned for a reported "stripe in image" that was observed during preparation for use. However, during the inspection and testing, the technician found a reportable image malfunction as the image suddenly becomes lost due to breakage of the cable unit. No patient injury or harm was reported.

Manufacturer narrative:
The customer's reported "stripe in image" was not confirmed, however, the camera was observed to have a loss of image malfunction due to a defective/breakage to the cable. Additionally, the cable was leaking, the adapter is worn out that attributes to a loose connection and an off centered image. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.